Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2019, the patient was implanted with a pressure regulating valve due to hydrocephalus. On (B)(6) 2020, the patient occasionally had a feeling of nausea. On (B)(6) 2020, the patient suddenly vomited yellow water. As a result, the mother took the patient to a local hospital for a CT scan. Currently, the patient was at home and was still vomiting.